Event description:
It was reported that the patient had been seen by paramedics with hypoglycemia. The patient's blood glucose levels reached less than 70 mg/dl. The patient attempted to do a correction total bolus of 2.5 but realized that they bolused 25 units. The patient stated that they felt dizzy. The paramedics wanted to take the patient to the ER (emergency room) but the patient refused. As treatment, the paramedics stayed with the patient and checked the patient's blood sugar and blood pressure until the blood glucose was over 70 mg/dl. The patient continued to eat through the night to keep blood glucose from coming down. The patient was released the following day. The pod was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported bolus calculator issue. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Cloud data from the user for the period of 19oct2023-26oct2023 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was used primarily in automated mode and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The cloud data showed that the system was being used with a manual basal program of 1.35 u per hour for 24 hours. The cloud data confirmed that a 25 u bolus was started at 21:45 on 26oct2023. The cloud data showed a manual adjustment of the total bolus volume occurred, increasing the total from 0.15 u to 25 u before being started. No evidence of issues with the system was observed in the available data. It could not be conclusively determined from the data if the bolus was unintentionally programmed by the user or if the decimal point was unable to register as reported. The exact cause of the reported incorrectly programmed bolus could not be determined.